Event description:
A sprinter legend balloon catheter was inserted in the pt treatment of a small vessel. The vessel morphology was severely calcified with unk tortuosity. It was reported that during a very difficult case the physician advanced the sprinter legend balloon with excessive force into a small vessel lesion. The device could not be inflated. The physician had attempted to cross with several other balloons and only with a lot of force could they cross with sprinter legend balloon. The physician had to withdraw the balloon with excessive force and the distal portion of the balloon detached from the delivery catheter. It was reported that part of the balloon and marker remained in the pt. The physician believes that the material from the device will not impact the pt as the vessel is not so important. The physician does not believe that the event was a balloon material related issue, as the pt had severely calcified vessels and the physician used excessive force in advancing the balloon. There was no reported injury to the pt. Please note that this device is marketed and distributed outside the united states; however, it is similar to the united states distributed product .